Event description:
It was reported that an air embolism and death occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. Transseptal puncture was performed and la pressure showed a negative peak, therefore the nacl flow was increased in order to increase la pressure. While advancing the pigtail catheter with the watchman access sheath into the laa, a drop in the arterial pressure and st-elevation were observed in the ECG. The patient went into cardiogenic shock and the team began with cardiac massage and electric shock. After visualization of the coronary arteries, 100% stenosis of the ramus interventricularis anterior (riva) was identified and treated with an unknown stent. Although all coronary arteries had regained flow, the heart did not recover and the patient died after 60 minutes of reanimation. When reviewing the angio, an air embolism was observed in the right coronary vessel while displaying the laa with the pigtail. The timing and source of the air could not be identified for certain. The cause of death was listed as myocardial ischemia.

Event description:
It was reported that an air embolism and death occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. Transseptal puncture was performed and la pressure showed a negative peak, therefore the nacl flow was increased in order to increase la pressure. While advancing the pigtail catheter with the watchman access sheath into the laa, a drop in the arterial pressure and st-elevation were observed in the ECG. The patient went into cardiogenic shock and the team began with cardiac massage and electric shock. After visualization of the coronary arteries, 100% stenosis of the ramus interventricularis anterior (riva) was identified and treated with an unknown stent. Although all coronary arteries had regained flow, the heart did not recover and the patient died after 60 minutes of reanimation. When reviewing the angio, an air embolism was observed in the right coronary vessel while displaying the laa with the pigtail. The timing and source of the air could not be identified for certain. The cause of death was listed as myocardial ischemia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).